Event description:
Physician reported left side "weak capsular development with axillary migration". Baker grade not provided. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.